Event description:
Nurse was attempting to place an 18 gauge intravenous catheter (IV start) into a labor & delivery patient's vein in left forearm. Nurse entered the patient's vein with the catheter and when attempting to advance the catheter, the hub broke off from the plastic angio. Fortunately the nurse was able to remove the catheter. Potential for detached catheter to have entered patient's vein.